Event description:
It was reported that 100 bd ultra-fine¿ pen needles had defective caps and damaged inner shields. The following information was provided by the initial reporter: ¿defective 320477 pen needle 32x4 asia xtw 1 sp = 100ea defective caps, not functional proper.¿

Manufacturer narrative:
Investigation summary: no photo or sample returned for further analysis or investigation. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 15 retains were checked on outer cover quality, no defect found. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.